Event description:
It was reported that the bd micro-fine¿ insulin syringe needle experienced hub separation from the device. The following information was provided by the initial reporter: some syringes where it¿s impossible to remove the orange cap. We finally managed to get the orange cap off one problematic syringe, but that the syringe itself remained stuck inside the cap (so it came apart from the plunger part). So this was discarded.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-29. H6: investigation summary . Customer returned (12) 3/10cc, 8mm, 30g syringes in open poly bags with the shelf carton from lot # 0321256. Customer states that the syringe itself remained stuck inside the cap. All returned syringes were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force syringe (B)(6) 2.57 lbs. Syringe (B)(6) 2.04 lbs. Syringe (B)(6) 2.23 lbs. Syringe (B)(6) 1.93 lbs. Syringe (B)(6) 2.65 lbs. Syringe (B)(6) 2.16 lbs. Syringe (B)(6) 2.34 lbs. Syringe (B)(6) 2.54 lbs. Syringe (B)(6) 2.84 lbs. Syringe (B)(6) 2.15 lbs. Syringe (B)(6) 2.32 lbs. Syringe (B)(6) 2.31 lbs. All removal forces fall within specifications. Customer also returned photos of syringes. These photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0321256 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure based on the photos received.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ insulin syringe needle experienced hub separation from the device. The following information was provided by the initial reporter: some syringes where it¿s impossible to remove the orange cap. We finally managed to get the orange cap off one problematic syringe, but that the syringe itself remained stuck inside the cap (so it came apart from the plunger part). So this was discarded.